Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer five had failed, specifically row b within the drawer. A field service engineer (fse) tested the unit in hta and confirmed the failure. The fse removed the cubies from the drawer, powered down the unit, and disassembled the drawer to manually remove the qbs in row b. Debris was found inside the drawer, including dried pink liquid residue on the row board, which was cleaned using alcohol pads. All row boards, connections, and qb connections were thoroughly cleaned and reassembled. The unit was then rebooted and tested successfully in hta. The customer also performed inventory, confirming the drawer was functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2pea_m, drawer 3.1 repeatedly recovered and failed; after reboot, the drawer and all cubies failed and displayed device not detected on bus error. However, there were no delays or adverse events or injuries reported based on this event.